Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-apr-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 29-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that  a couple of weeks ago, about 3-4 weeks ago, the 'leads must have moved'. They had to reprogram the patient (pt). Pt said they seemed to be doing ok but they had to keep playing with the program. No symptoms were reported.